Event description:
(B)(4). The dentist reported that nearly 1 month after the dental implant was installed in intraoral region #20. It was verified its non-osseointegration. Pt presented bone type ii, 45 ncm was the primary stability obtained and immediate load was not performed.

Manufacturer narrative:
(B)(4).